Event description:
It was reported that there was a malfunction of the coin battery. The ventilator was not on a patient at the time of the event. The technical support engineer troubleshot the issue with the customer over the phone. The customer reported that when opening the unit the tubing from the solenoid valves were disconnected and the single board computer is damaged where the pressure tubes connect. Medtronic was not authorized to service the ventilator.